Manufacturer narrative:
Other applicable components are: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the short circuit that began occurring at an unknown date was corrected by changing out the extension on (B)(6) 2016. It was then stated that the cause of the short was unknown. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.